Event description:
It was reported, 'when the device was being pulled back to remove uterus, device fell apart inside pt. All pieces were retrieved - compared to unopened device. Will be reporting this to the FDA." It was also reported that there was no pt injury involved with this event.

Manufacturer narrative:
This is an FDA reportable event due to a (B)(4) event reported on (B)(4). The device return is anticipated; however, has not been received by conmed corporation. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The complaint device had not been returned for to conmed corporation for evaluation. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Vcare cone / balloon detachment investigation guidance questionnaire was never completed by the end-user or returned to conmed corporation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is considered inconclusive. If the device is returned in the future, this investigation may be reopened and further investigation performed as appropriate. A potential cause of this complaint is application of force during removal of the uterus which exceeded its cervical cone pull off strength capability. A contributing factor in the procedure could be not releasing the locking mechanism and retracting the blue vaginal cone prior to removing the device. This would increase resistance and allow the vcare shaft to pull through the cervical cone, detaching the intrauterine balloon and vaginal cone. The risk associated with this complaint is mitigated in the dfu, directions for use, which states, "prior to device removal, ensure the locking mechanism is release via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcelation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. Never returned to conmed.